Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemic event on (B)(6) 2017 with blood glucose was 500 mg/dl. The current blood glucose is 164 mg/dl, at the time of incident it was 267 mg/dl. The customer was wearing insulin pump during hospitalization. The customer reported that the drive support cap was normal. Based on customer report customer does not allege pump was under delivering. The high pressure test was performed on insulin pump and result of the test was no delivery was presented around the 3.5u mark. The insulin pump will not be returned for analysis.